Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00897, 00899, and 922. Device discarded by hospital .

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim) and ruby coils. During the procedure, a px slim fell to the ground, rendering it unsterile and it was not used. The procedure continued using a new px slim. The physician met difficulty while advancing two ruby coils through the px slim and they both became kinked and were removed. The procedure successfully continued using a new microcatheter and additional ruby coils. There was no report of an adverse effect on the patient.